Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 3 failed. A field service engineer (fse) was unable to verify the reported issue, as no failures were present at the station and all functions were recovered by the customer. The fse performed a full preventative inspection and identified two retractor bands showing signs of damage. The retractor for main drawer 2.2 was removed and replaced. Additionally, the retractor band for main drawer 4.1 showed visible damage and a slip in the trace wires, prompting its replacement as well. The fse verified that all drawers and cubies were displaying correctly and functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a tower door 3 is failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.